Event description:
Related manufacturer reference number:1627487-2023-03318. It was reported that the patient experienced ineffective stimulation, pain at their lumbar and shocking sensation. Reportedly, the leads had migrated. As such, surgical intervention took place wherein the leads were explanted and replaced with new leads to address the issue. There were no issues and stimulation was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.